Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58n9z. Investigation summary: 2 gst60b reloads were returned without a device. Reload a: pan detached and deformed, fully fired, all drivers present, reset, no "damaged". Reload b: pan detached, fully fired, all driver present, reset, "no damaged". The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during lap gastric bypass procedure, the surgeon fired gst60b on small bowel to close common enterotomy. Surgeon noticed staple line to be bloodier than expected with pumping vessel. Cartridge appeared irregular with orange driver exposure compared to other cartridges. Staple line appeared intact. It is unknown how the case was completed. There were no patient consequences reported.